Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer contact abbott reporting regarding calibration check failure error codes when attempting to calibrate the axsym rubella igg assay. The customer obtained calibration failure twice and observed error codes 1111 (master calibrator, response too large) and 1048 (calibration check failure, calibrator a/b ratio too large). The abbott customer technical advocate requested the customer perform troubleshooting measures. The customer reported a successful calibration after receiving new rubella reagent and suspected the previous material may have become contaminated due to tech error. There was no impact to pt management reported by the customer.